Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation: during the batch production there were no records of occurrences are related to this defect are observed, however after the analysis of the sample it is possible confirm foreign matter ¿ excess resin. The potential cause for the problem may be related to an assembly machine stop, where the needle remained standing below the resin applicator nozzle. With this stop an excess of resin may accumulated in the nozzle being transferred to the needle, later that excess was transferred to the needle. By the sample provided by the customer, it is possible to identify foreign matter ¿ excess resin. The potential causes for the problem are related a fail at assembly machine. The defect identified from this complaint will be monitored for trend evaluation. Bd was able to duplicate or confirm the failure mode indicated by the customer.

Event description:
It was reported that foreign matter was found in a bd emerald¿ syringe for general purpose use. This was observed before use and there was no report of injury or medical interventions.